Event description:
It was reported the modular handle broke, spring came out and bearing fell out.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.